Event description:
The patient presented at post-op appointment with a 2nd degree burn on the right thigh. The patient was referred to a wound care specialist for debridement and follow-up skin care. The procedure was a left shoulder arthroscopy. No information regarding the position of the patient during surgery or whether the pad was placed before or after the patient was positioned.